Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands were observed to be sticking out at the wrist of the instrument. Failure analysis investigation also found the instrument's grip cable to be derailed. The grip cable was derailed at the distal idler pulley. The grip cable was seated on the outermost pulley and the grip cable was exposed on the outside of the pulley. Yaw motion was non-intuitive as a result. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was observed to be sticking on the mega needle driver instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.